Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the error code, permanent failure of lithium-ion battery, was observed on the device's error log. The service technician evaluated and determined the internal battery had failed on the device. In conclusion, the device's internal battery pack was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.